Manufacturer narrative:
UDI #:unknown because the product details and serial number are unknown. Date of event is unknown. \ model #: a toric intraocular lens was indicated; however a complete model name was not provided. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon had one or two patients who resulted in overcorrection of about four diopters. Reportedly, trust carried out an audit on toric intraocular lens (iol). The results have been good apart from a few which resulted in large over correction; the topography machine was removed from use and therefore the customer does not foresee full investigation for astigmatism. It is unknown if the overcorrections occurred after refractive stability of 3 months. No adverse patient outcomes were reported, no surgical intervention required. No further information was provided. As there were one or two patients indicated, there are two separate reports being submitted. This report is to capture the event for patient 1 of 2.

Manufacturer narrative:
Through follow up additional information and clarification was provided: this report represents 1 of 2 intraocular lenses (iols) explanted/exchanged. These were originally reported as one or two patients who resulted in overcorrections. The physician did a bilateral intraocular lens (iol) exchange on a patient with marked toric over-correction by a zct and the data suggest that this would not have been an isolated incident of over-correction. Reportedly, the physician has done a re-evaluation of the available data of the audit on toric iol implantation using zct lens. Physician has particularly looked for instances where an axis flip (where the post-op axis appears to have rotated by much more than 45 degrees) appears to have occurred. Although in most cases the overcorrection has been mild and well tolerated. On the whole patients were quite satisfied with the surgical outcomes despite the data showing 30% overcorrection (whilst aiming deliberately for under correction). Not on all cases of over-correction the post-op axis of the iol was known as in most cases the patients achieved good unaided acuities and were happy with the result, so it is possible that some of these assumed overcorrections were caused or exacerbated by toric misalignment. Device evaluation: visual inspection was not performed as the complaint device was not returned for analysis. A review of the manufacturing records and deviation/non-conformity review could not be performed as the serial number was not reported. A review of the product complaint history did not indicate a product deficiency. The directions for use (dfu) was reviewed which adequately provides instructions and precautions for the proper use and inspection of the intraocular lenses. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. (B)(4). All pertinent information available to abbott medical optics has been submitted.